Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. Troubleshooting was unable to resolve the error code. The pump was replaced. No adverse effects were reported.